Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an issue with the safety mechanism is confirmed and appears to be manufacturing related. One 20 ga x 0.75 in huber plus infusion set was returned. The product label included indicated lot: reex0002. The safety mechanism has not been activated. An attempt to activate the safety mechanism was unsuccessful. The safety appeared to experience a tolerance fit issue. Microscopic observation of the safety mechanism and needle shaft revealed material to be present on the needle. The material was found to be the source of the resistance experienced when attempting to advance the safety. The material appeared to resemble the adhesive used in the manufacturing process; therefore, the complaint is confirmed. Bd is working closely with the manufacturer to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that "can¿t active safety mechanism. Remove with unsafety way." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex0002 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "can¿t active safety mechanism. Remove with unsafely way."